Event description:
The customer reported that while in patient use the ventilator alarmed for ventilator inoperative and transducer fault. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode exported event error log. Multiple events recorded of xdcr fault. Powered unit in ventilating mode with received settings, note reported problem was immediately duplicated unit turbine would ramp up in speed and vent inop with xdcr fault alarm on top banner. Powered unit on service mode and perform xdcr calibration on pt800 failed at ocmh20 calibration reading a/d 36 should be min 663 max 969 prev 847. Findings/root-cause- reported problem was duplicated and isolated to bad transducer. This issue is being addressed in an internal corrective action.

Manufacturer narrative:
(B)(4). This complaint was determined to be reportable per the revised procedures.